Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a recent event involving a patient in cardiac arrest. The customer advised that the first time the device powered off by itself they were able to immediately restore power. The second power off occurred while charging the device in order to shock. At the time of the event, the customer advised that both batteries that were installed were fully charged. A backup device was obtained with minimal delay and used to continue patient care. The patient survived the event with no adverse effects reported. No further details about the patient or the event were available.

Manufacturer narrative:
Physio-control performed a review of the electronic patient record from the event and confirmed that the device powered off twice by itself. After extensive testing of the device, the reported power off issue was not verified or duplicated by physio. However, during testing physio did observe that the device inappropriately switched from battery 1 to battery 2. As a precaution, physio-control replaced the power pcb assembly, the contact pcb assembly and battery power wire harness. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of both the reported and observed issues could not be determined.